Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter a clot was seen on the device. After two ablations had been completed it was reported they saw "something hanging off of" the catheter on the ultrasound. The catheter was withdrawn into the sheath and the sheath and catheter were retracted together. The clot was removed from the patient, and the procedure was then continued. No further complications were reported and when the patient woke up from the procedure it was reported there were "no neuro defects or any signs or symptoms of anything".